Event description:
Customer is requesting the pump be evaluated because of a patient death. They are not alleging pump malfunction but due to the death need the pump to be evaluated as part of their investigation into the incident. They are looking for events between (B)(6), 2011. The patient had a normal saline infusion at 125ml/hour that was started on (B)(6), 2011 at 1530 and on (B)(6), 2011 at 1723 the total infused was 875ml. The patient had two doses of ancef (cefazolin) 50ml, one at 2000 on (B)(6), 2011 and another at 0130 on (B)(6), 2011. Phenergan 5ml was given at 0230 on (B)(6), 2011. The patient was on pca morphine on a non-carefusion pump. The customer stated that no further patient or event details are available. Manufacturer's report number: 2016493-2012-00065.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted once the failure investigation is completed.